Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Given the information available at this time, it is not possible to determine which epicardial defibrillation lead is plugged into the rv port of the device. For the purposes of analysis, pli 30 is assumed to be rv. (B)(4).

Event description:
It was reported that the superior vena cava (svc) and defibrillation lead impedances were elevated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.